Event description:
The reporter stated that the surgeon implanted a 12.6mm micl 12.6 implantable collamer lens in 2008. The reporter stated at one month post-op the pt was complaining of blurry vision. The reporter stated they felt the pt may have rubbed his eye and dislocated the lens. The lens was explanted on the folloiwng month with no pt injury, and another micl12.6, -4.0 diopter was implanted. The pt is doing well.

Manufacturer narrative:
Evaluation results (other): visual inspection of the returned product found no visible damage to the lens. There was evidence of reddish residue. A lens work order search was performed and no similar complaint was found. Conclusions (no device failure): based on the complaint history, work order search and evaluation of the returned product, the root cause of the event has been determined to be related to the pt rubbing his eye and dislocating the lens.